Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/23/2016, that on (B)(6) 2016, the receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and a "call tech support" error message was displayed. Functional testing could not be performed due to the error message. A review of the downloaded data log observed a screen error alarm. The reported event of a frozen screen display was confirmed through log review. A root cause could not be determined.